Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 501 mg/ml and 149 mg/dl, within a ten min timeframe. When plotted on a parkes error grid, the results fall in the c zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted.